Manufacturer narrative:
B5: the other four proglide devices referenced in b5 are filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with five proglide device via a 6f sheath, using the pre-close technique, prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, on one proglide device the needle did not deploy. Two proglide devices had no bleed back from the proglide marker lumen. Two proglide devices had unspecified failures. Hemostasis was achieved at one access site by three additional proglide devices. Hemostasis was achieved at the other access site by applying manual arterial compression. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to cycle was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.